Event description:
During a fiberoptic intubation for a rhinoplasty with rib graft, a small red tip from the tongue forceps became lodged in the pt's throat. The patient coughed up the red tip hours after the surgery.